Event description:
Event description cpi received information that this patient with an endocardial lead and implantable cardioverter defibrillator (ICD) was receiving inappropriate therapy. On an x-ray it appeared the lead was stretched, the insulation badly degraded and black spots were noted on the ICD. An invasive procedure was performed and found the lead was under the ICD in the pocket, the insulation was worn down due to friction with the ICD. There were black spots on the back of the ICD and blackening of the pocket tissue in that area. The lead and ICD were both removed and replaced.